Manufacturer narrative:
The device was received and evaluated. Investigation identified an exposed needle before opening the pod. When the device was opened, the needle retracted and scoring marks were identified on the inside of the top housing signaling interference with the needle mechanism assembly. Investigation found no defects, including the exposed needle, or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) rose to 15.6 mmol/l (280.8 mg/dl). The pod was worn on the patient's leg for between 4 and 24 hours. As treatment, a new pod was applied and a bolus was administered.